Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. There was no reported adverse patient impact. The patient was subsequently switched to the backup freedom driver. Although the freedom driver exhibited a fault alarm, the driver continued to function as intended. This alleged failure mode poses a low risk to the patient because it does not prevent the freedom driver from performing its life-sustaining functions.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed a broken connection 1 receptacle. It is unknown how the connection 1 receptacle was damaged, but it did not prevent the driver from performing its life-sustaining functions. Visual inspection of the driver's internal components revealed a broken scotch yoke. The broken scotch yoke is likely a result of the driver experiencing an impact shock during patient use (partially broken) combined with the driver subsequently being power cycled (completely broken) when the driver was not supporting the patient. The damage to the scotch yoke is related to the root cause of the customer-reported issue. During performance testing, the driver alarmed approximately 4-5 seconds upon startup and was not pumping although the primary motor was rotating. After reviewing the alarm history (eeprom), a "top dead center (tdc) time-out" alarm was recorded, which was not the same alarm experienced by the customer, because an impact shock caused the secondary motor to engage immediately. The likely root cause of the customer-reported fault alarm was an impact shock that caused the driver to switch operation from the primary motor to the secondary motor, resulting in the fault alarm. A "tdc time-out" alarm occurs when the primary motor does not trip the tdc sensor on the piston cylinder assembly (pca) within the allowed time delay of 4-5 seconds, which will cause the secondary motor to engage and trigger an automatic fault alarm. However, in this case, the driver was likely exposed to an impact shock, which forced the secondary motor cam follower out of bottom dead center (bdc) position and causing interference with primary motor operation. This interference resulted in breaking of the scotch yoke. When the scotch yoke breaks, the driver will cease to function because of the lack of both primary and secondary motor operation. The failure mode where the primary and secondary motor work against each other causing a broken scotch yoke can occur during driver startup or while in operation, likely after an impact shock. Prior to a driver being used for patient support, the driver is turned on and tested to ensure proper functionality. If there were a broken scotch yoke, or any other type of driver damage, the driver would alarm and would not be used for patient support. By design, during normal patient support, the driver functions on the primary motor with the secondary motor off and in the bdc position. If during patient use an impact shock occurred, the driver would sense the movement of the secondary motor cam follower, enable the primary motor brake, and then activate the secondary motor. Alternatively, if during normal patient support, an impact shock caused a primary motor malfunction, the tdc or bdc sensor would not detect movement of the piston, the secondary motor would engage, and the driver would continue to function. In each condition, because the driver would be operating on only one motor, a permanent fault alarm would occur, alerting the patient to switch to the backup driver. In either case, the driver would continue performing its life sustaining functions. The connection 1 receptacle and piston cylinder assembly were replaced and the driver passed all final performance testing. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.